Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 11 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient has a history of a gastrointestinal bleed on ¿(B)(6) 2015¿. The event date of (B)(6) 2015 has been estimated. Additional information was requested but was not provided.